Event description:
It was reported "upon suturing at insertion of the ij the needle broke off in the patient. The patient had to have surgery to remove it." The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). The complaint of suture needle broke in use was able to be confirmed by the photo. The customer provided one photo for analysis and the photo revealed a broken suture needle at the distal end of the needle. The distal needle tip was not shown in the photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "secure catheter: use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "upon suturing at insertion of the ij the needle broke off in the patient. The patient had to have surgery to remove it." The patient's current condition is reported as fine.